Event description:
It was reported that during a balloon angioplasty procedure, a blade detachment occurred. The eccentric and de novo lesion was located in the severely calcified ostial right coronary artery (rca). Vascular access was gained through the radial artery. Attempt to cross the lesion with another manufacturer's guide wire was unsuccessful. A different manufacturer's guide wire successfully crossed the lesion and pre-dilatation was completed with a 2.0mm x 12mm apex balloon catheter. The apex balloon catheter was inflated to 12 atms; but the calcium was not released. Upon attempting to insert, operate and withdraw flextome monorail cutting balloon ous, significant resistance was encountered, but the cutting balloon was successfully placed in the target lesion. The flextome monorail cutting balloon was inflated slowly to 6atms, but "no impressions made on calcium". The flextome monorail cutting balloon was inflated slowly again to 10 atms, but the balloon ruptured and blood tracked back into the inflation device. The physician attempted to withdraw the flextome monorail cutting balloon into the guide catheter by pulling the flextome monorail cutting balloon into the tip of the guide catheter, and he noted that the distal marker of the cutting balloon was in the tip of the guide catheter. The physician left the 6fr guide catheter in the radial artery and attempted unsuccessfully obtain access through the right femoral artery. The physician was able to successfully obtain access with a modified ar2 guide catheter by engaging the ostium of the right femoral artery and two guide wires from other manufacturers were used to secure the artery. The guide catheter, guide wire and flextome monorail cutting balloon were removed under fluoroscopy. Upon removal from the patient's body, the flextome monorail cutting balloon was examined and it was noted that one of the blades was projecting out at approximately 90 degree angle from the balloon, but the other two blades were wrapped correctly within the balloon. It was reported that the tip of the guide catheter was split by 2mm, which the physician assumed was due to the flextome monorail cutting balloon. The procedure was completed successfully by implanting an unspecified stent. No patient injuries or complications were reported. The patient's status was reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.